Manufacturer narrative:
Previously, the manufacturer reported their epiq cvx ultrasound system locked while using a tee transducer and required multiple restarts to regain functionality during use. It was unknown if this occurred during a critical procedure and was previously reported out of an abundance of caution. However, the customer confirmed that the lockup occurred outside of clinical use while connecting the probe to the system. Therefore, this is not likely to cause or contribute to a serious injury. Therefore, a root cause investigation is not required.

Event description:
A customer reported their epiq cvx ultrasound system locked up while using a tee transducer requiring multiple restarts to regain functionality. The type of procedure being performed is unknown at this time. There is no allegation of harm to a patient or user as a result of the issue. An investigation is underway to obtain more details regarding the incident and to determine root cause. A follow up report will be provided upon completion of the investigation.